Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2, e3, and h6 "medical device problem code" were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the liquid crystal display (lcd) panel failed resulting in vertical lines on the display. However, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The loaner high definition lcd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, vertical lines were found in the lcd. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the vertical lines found in the lcd(liquid crystal display), a bezel and rear cover damage was also discovered during inspection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.